Manufacturer narrative:
The history log for this device showed the pad-pak was first installed in (B)(6) 2011 and performed to specification up to the 17th may 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, some of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time and a further pad-pak was installed which also became depleted. The device memory became full during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The ten minute time outs resulted in the device memory becoming full on the 28th may 2015. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device prompt memory full.